Event description:
Medtronic received a report that the product was used in an emergency intracranial artery thrombectomy. After opening the package, it was pushed into the rebar-18 microcatheter after normal exhaust and hydration. During the process of pushing the stent, when it entered the connection between the y valve and the microcatheter, the patient's blood vessels were tortuous and of a type iii arch. When the stent was pushed to the ophthalmic artery segment, there was a clear sense of obstruction when pushing. The assistant took out the stent and rehydrated it, and found that the stent was kinked. As the operation time was tight, it was replaced with a product of the same model. The operation was successfully completed without causing any adverse effects on the patient. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-rebar (unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the solitaire fr 6-30 stent device was returned for analysis inside a sealed biohazard bag and a shipping box. The rebar 18 catheter was not returned with the stent. Damaged location details: the solitaire fr 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damages were noted. The stent¿s working length was in good condition, while the non-working length was kinked at the teardrop strut. No irregularities were found outside the proximal marker, and the marker coil appeared in good condition. No bends were found on the pushwire, and no other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device cannot be used for resistance testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient did not experience any symptoms related to the event, and they were recovering well. The resistance had been in the middle of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. After replacing the stent, the catheter was used normally.